Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose below 10 mg/dl at the time of the incident. The customer was at 41 mg/dl at the time of the call. The customer was given intravenous glucose and juice to treat. The customer states they gave the pump to a technician to upload at their health care professional's office and the pump had 11.5 active insulin units on their pump afterwards. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.